Event description:
Additional information was received. It was reported the patient's settings were reprogrammed but they were still not correct on the programmer. There was a controller error where the patient had no stimulation in the left leg. The patient's controller was reprogrammed with additional settings. It was noted the patient was going to use program 1 and 2 and not 3.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt says that starting yesterday or early this morning, they started seeing a settings not available screen on group a. They said groups b and c work as normal but they cant increase amplitude on group a. They said they are normally at 5.0v or higher on group a but right now they cant increase past 4.5. The patient was redirected to their healthcare provider to further address the issue. They said they haven't had any falls or trauma and haven't been around any emi exposure. Additional information was received from the patient via a manufacturer's representative (rep). The rep reported that the patient was unable to adjust the intensity settings for program a, group 1 and that he couldn't feel stimulation on the right side. The rep interrogated the battery and checked the lead for high impedances. The rep discovered that contacts 2 and 3 showed up with high impedances greater than 20,000 ohms. All other contacts were within normal limits. The rep was able to reprogram group 1 using contacts 0 and 1. The patient didn't notice any discernable difference in how the stimulation felt. The patient checked their controller and was able to adjust intensity settings accordingly.